Event description:
A (B)(6) female with history of left asr hip replacement (B)(6) 2006, and the right hip replacement (depuy asr recalled hip implant) done on (B)(6) 2009. Also had diagnoses of breast cancer with right mastectomy in 2001, and hypertension. In (B)(6) of 2010, johnson and johnson, depuy put out a recall of their asr xl head used with the depuy stems used in total hip replacement. In (B)(6) 2010, pt was notified of need to be evaluated because of the depuy hip implant recall that came out in (B)(6) 2011. During the eval of the pt, it was determined that the pt was asymptomatic with the right hip implant. The pt was having discomfort and stiffness in the left hip. The MRI revealed that the left hip implant cup was at a degree angle of 65; cup angle should be no greater than 45 degrees per depuy. Also, the cobalt lab result was 65 (should not be >7 per depuy). Pt was scheduled for a left hip device explant on (B)(6), 2011. On (B)(6) 2011, pt became unconscious at home and was ambulanced to the hosp in cardiac arrest. The following day the pt was extubated and expired. The hosp physician was informed by the pt's husband that the pt had recently been made aware of a high cobalt value possible from having the metal-on-metal hip implants. The hospital; physician determined that the pt's echo showed that the pt's heart as having a hypertrophic cardiomyopathy (a thickening of the muscle walls). The physician was aware that some research suggests that high cobalt levels can cause a dilated cardiomyopathy where the heart chambers enlarge. It was undeterminable that the cobalt level impacted the cardiomyopathy. The case was referred to the medical examiner, however, they declined to take the case. This event is being reported because the hip implant (s) may have created high cobalt in the pt's blood, potentially contributing to a cardiac myopathy causing death.